Event description:
A patient had a reaction to the tourniquet. The arm from where the tourniquet was placed was red with white spots and swollen. Gave benedryl and some of the redness and swelling went away.